Event description:
It was reported that the patient underwent a shoulder procedure on (B)(6) 2014. Subsequently, radiographs revealed the position of the clavicle allegedly appeared higher than usual and the bone hole appears to be expanding. There has been no reported revision procedure.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch.

Event description:
It was reported that the patient underwent a shoulder procedure on (B)(6) 2014. Subsequently, radiographs revealed the position of the clavicle allegedly appeared higher than usual. The patient is asymptomatic. No revision surgery has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿inadequate healing.¿

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch.